Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2018. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges that the patient sustained unspecified injuries on (B)(6) 2018. Attorney also alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2015- patient was diagnosed with umbilical ventral hernia thereby underwent open repair with the implant of ventralex st mesh. Per op notes, "an supraumbilical incision was made, a ventralex st mesh was placed to the fascia using prolene sutures." On (B)(6) 2018 - patient was diagnosed with recurrent umbilical hernia thereby underwent repair with removal of infected mesh. Per op notes, "removed the mesh from the umbilical skin. Scar tissue was freed off of the abdominal wall fascia."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers and PMA/510(k). Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2014) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d3, d4 (product lot no., product catalog no., expiry date, UDI no), d6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.